Event description:
It was reported the customer's insulin pump had excessive no delivery alarms. Customer's father stated they had changed out their infusion sets six times, but the issue was recurring. Customer's blood glucose was unknown. Troubleshooting found the customer's insulin pump alarmed no delivery during a manual prime. It was also found insulin was able to exit from the tubing. Customer was advised the alarm was caused by an infusion set/reservoir occlusion. The father requested to replace the customer's insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).reference manufacturer report number: 2032227-2014-73616.